Event description:
Healthcare professional reported that patient "noticed a bubble underneath her breast. She popped this and felt a 'sticky substance' extrude from the small opening" on the right side. Healthcare professional later reported hole in radius (edge). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: material rupture: observed opening striated on radius side assessed as surgical damage. Cyst: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported that patient "noticed a bubble underneath her breast. She popped this and felt a 'sticky substance' extrude from the small opening" on the right side. Healthcare professional later reported hole in radius (edge). The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.